Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that his wife had low blood glucose value. Customer¿s blood glucose value was below 40 mg/dl and was 31mg/dl and she suspended the pump. Customer drank juice and ate granola bar. Customer did not allege the pump of over delivering. Insulin pump will not be returned for analysis.